Event description:
According to the customer, the device automatically switched to standby between 09:20 and 09:30 (also visible in the log files). However, there was no error message from the device. Please urgently evaluate the log files. Since it was the same with a second device at the same time. Someone else's usb stick was in the device. (Not released by hamilton). Removed device continued to be used by the user.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The standby mode cannot occur without human intervention. The root cause could not be clearly determined but due to the inability to reproduce the issue the most probable cause is an unintentionally user error. No confirmed corrective action was performed (without confirmed malfunction). There was potential patient harm due to low oxygen saturation. The complaint is deemed reportable.